Manufacturer narrative:
Date sent: 08/29/2007. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a hand assisted colon resection procedure, the clips were ejecting from the device. They fell into the pt but were retrieved. The site used a new device to complete the procedure. There was no pt consequence.